Event description:
It was reported that after insertion of the iab, pumping began and the pump experienced helium loss alarms. Blood entered the helium tubing. The iab was removed and replaced without any complications.